Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Vapr iii generator during set up, internal failure error message 200-14.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was sent to the service center for evaluation. The service technician used education, electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. Unit failed mains to earth test during electrical safety test; this was due to a bad psu board. The psu board was replaced to address the reported issue. Also missing mounting feet and scratched top plate were replaced. The unit passed all functional tests and is fully operational. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on may 22, 2008 expiration date not applicable. There were two deviations in the manufacture of this lot, however the supplier confirmed these deviations are not related to error 200 (generator internal hardware failure). A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).